Event description:
The complainant reports an under delivery. The reporter indicated that the intended delivery time frame is approximately 20 minutes; however, the actual delivery time was 45 minutes.

Manufacturer narrative:
Abbott nutrition standard procedure includes attempting to obtain all required information from the source.